Event description:
The customer reported that the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps2 power supply was replaced, and the ps1 power supply connector was cleaned and reseated. The system was then found to be operating as intended.